Manufacturer narrative:
(B)(4). Approximate age of device - 18 days. The device remains in use supporting the patient. A correlation between the device and the reported infection could not be determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a hematoma at the pump pocket site that was evacuated in the operating room on (B)(6) 2015. A mediastinal drain was left in place, and the drainage was monitored closely by the surgery team. Cultures were positive for a rare (unspecified) species of acinetobacter. The patient received IV antibiotics for 26 days and was then placed on prophylactic doxycycline therapy. The infection was reported to be resolved. No additional information was provided.